Manufacturer narrative:
The customer reported issue was confirmed as the flow rate sensor within the manifold unit was not reading the flow rate correctly due to a leak from the regulator unit. Additionally, there is an oily substance and discoloration within the internal gas pipes. The tubing and pressure sensors on the main board are contaminated. The front panel is broken around the gas outlet, the rear panel is bent, the chassis has an indentation. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (okm) was informed that the high flow insufflation unit was returned to the regional repair center (ui-bolton) for a reported "volume indicator is not accurate." During inspection and testing of the unit, the service technician found the regulator unit was found leaking (reportable). Additionally, there is an oily substance and discoloration within the internal gas pipes. The tubing and pressure sensors on the main board are contaminated. No patient injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide a correction to the become aware date of the reportable malfunction. The correct aware date is december 14, 2021.

Manufacturer narrative:
This supplemental report was submitted to provide a correction to the initial report's aware date and product receipt date (d9) and (h6) investigation coding. The correct aware date is december 10, 2021. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the gas leak issue was due to a faulty decompressing device. However, the definitive root cause of the faulty decompressing device could not be determined. In addition, the cause of the objects inside the tube could not be identified. Olympus will continue to monitor field performance for this device.